Event description:
Customer reported that the alarm unit powered on and the alarm tone did not sound. The alarm is being used with a magnet connection. The unit batteries were replaced with a new supply and there's no visible damage. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Alarm, failure to. Results - evaluation for the returned product shows that when tested the unit powered on, but there's no alarm tone. There is battery acid leakage and corrosion inside the battery compartment. (B)(4).